Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this device was explanted and returned 3 years later with no additional information linking the explant to the previous reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high threshold measurements and a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, the patient experienced an intermittent shock sensation in the left pectoral area that was able to be reproduced with rv pacing at the maximum output. Daily measurements were programmed off and outputs were increased and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.